Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple, intermittent occlusion alarms occurred. Reportedly, the customer changed the pump supplies to address the issue. Additionally, a cartridge was damaged which resulted in leaking. A cartridge change was performed resolving the issue. Customer's blood glucose was between 350-364mg/dl.